Manufacturer narrative:
Quality engineering reviewed pump data and concluded the following: low blood glucose (bg) was not entered into the pump by the user on (B)(6) 2019. Lowest bg recorded by continuous glucose monitor on (B)(6) 2019 was 74 mg/dl. At 3:39 pm, cartridge change sequence was initiated and user primed 12.7 units of insulin through the infusion set tubing. User then primed an additional 11 units for a total of 23.7 units of insulin primed through the tubing. At 6:09 pm, user requested a 4.3 unit bolus for a bg of 198 mg/dl while still having insulin on board (iob) from a previous bolus. There were no erratic basal rate adjustments. Cgm sensor session failed at 8:17 pm. Sensor session was not restarted and no additional bg values were entered by the user on (B)(6) 2019. Complaint could not be confirmed. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. Making bolus requests while still having iob could lead to a low bg event. Allowing the cgm sensor session to end prevents the user from continuously monitoring bg and potentially addressing an impending low bg. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was transported by emergency services to the hospital emergency room for low blood glucose (54 mg/dl); cause was unknown. Paramedics applied glucose gel to customer's gums. Customer was admitted to the hospital but could not recall treatment. Customer was discharged (B)(6) 2019 with the issue resolved and no permanent damage. Multiple attempts were made to follow up with customer to request upload of pump data at time of event, and confirm if basal iq feature was turned on; however, customer did not respond.